Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver displayed a 121 error. There was no report of injury or medical intervention. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be performed because of the "call tech support" error. Took pictures and attached "call tech support" error message. Customer complaint was confirmed because of the occurrence of the call tech support error. The root cause could not be determined.